Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer controller failure. A field service engineer found that the station would not power on and identified the root cause as the half-height cubie drawer 3.2. The fse replaced the drawer controller, after which power was re-established and the system rebooted successfully, confirming normal operation. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station (B)(6) failed to power on. The customer stated that the issue began approximately 4 hours prior to reporting. The customer attempted to power on the station using the power switch located at the rear of the unit; however, the station remained unresponsive and the fan did not spin. The station was also reported as offline in remote smart service (rss). The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.